Event description:
It was reported that battery percentage displayed on pump was inaccurate and did not reflect actual charge level. No additional information was received regarding the outcome of the event. Customer declined follow up, so no troubleshooting was completed and no further actions were taken by technical support.